Event description:
It was reported that "removal of implants; screws became dislodged after over activity by the pt; probably not wearing a collar.

Manufacturer narrative:
Cat #48674014, fixed angle bone screw diam 4.0 x 14mm was also referenced, it is unk which, if any, of the devices may have caused or contributed to the event. Add'l info and product have been requested and if received, will be supplied on a supplemental.